Event description:
It was reported that the tps microdriver would not run in the forward position but would run in reverse while in safety mode. This occurred during a procedure, and a back-up device was used to complete the procedure. There were no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed if the device is received and after a quality investigation has been completed.